Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper, was bent at the base. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information; however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.078¿ x 0.086¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed user mishandling. Additionally, the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.051¿ - 0.130¿ in length and were not aligned with the tube axis. The root cause of scratch marks/abrasions instrument main tube is typically attributed to user mishandling. A review of the instrument log for the tip-up fenestrated grasper (470347-12/k10220307 0165) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The instrument had three uses remaining after the last use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.